Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter was reading inaccurately control high. She obtained a control result of 131 mg/dl on the reported meter. The pt went to her physician due to high results obtained on her meter and no treatment was rec'd. The customer service rep walked the pt through two consecutive control solution tests which fell outside the specified range. The pt neither alleged harm nor experienced injury or medical intervention. Based on failed quality control testing, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The test strips were replaced.